Manufacturer narrative:
Approximate age of device - the serial number was not provided. The mobile power unit is not a single use device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during review of the system controller log file, a no external power alarm was recorded while the pump was connected to the mobile power unit (mpu). There was a possible disconnection of the mpu's ac power cable at the mpu connection point. During this time the system controller backup battery operated as expected, and powered the device. No patient harm occurred as a result of the event. No further information was provided.

Manufacturer narrative:
(Serial number), device manufacture date: additional information. Manufacturer's investigation conclusion: no product was returned for evaluation. The reported no external power event was confirmed per review of the submitted system controller log file; however, a specific cause for this event could not be conclusively determined through this evaluation. Log file review revealed a no external power event on 18nov2017 at 2203 hours for a duration of 14 seconds, while the system was connected to the mobile power unit (mpu). The event corresponded to alarms for low power hazard and no external power. The associated voltage values indicate that these events appeared consistent with a loss of power to the mpu. This could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet or loss of power to the home. The system switched to the internal backup battery in the system controller and no interruptions in device therapy were captured. The event resolved upon reconnection to external power. No other atypical events were captured and the system operated as intended. The mpu was not returned for investigation; however, the device history records indicate that mpu was manufactured without the v-lock ac power cord. The account could not determine the cause of the event. The patient remains ongoing and no further issues have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and patient handbook describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. These documents also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.